Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 ipg, implanted (B)(6) 2014; 6725 adaptor, (B)(6) 2014. (B)(4).

Event description:
It was reported that the device was being upgraded and after the pocket was closed, the device check showed that the left ventricular threshold had increased and was high. Fluoroscopy revealed that the left ventricular lead had pulled back and was no longer deep seated in the target vessel. The pocket was reopened and the lead was eventually re-positioned in the coronary sinus. The lead remains in use. No patient complications have been reported as a result of this event.